Event description:
It was reported the patient was experiencing a loss of pacing. Interrogation of the device revealed undefined impedances and a suspected lead fracture. As the patient has an acceptable intrinsic rhythm, she has declined to have a lead revision performed at this time despite her doctor's recommendations. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.